Event description:
It was reported that after replacing a dexcom g7 sensor, the ilet lost connection to the current sensor and required toggling the cgm setting from g6 to g7 to re-establish communication, consistent with an intermittent communication failure associated with the antenna/electrical-magnetic communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that no problem was detected and the cause was user environment or transient wireless interference leading to temporary loss of sensor signal.